Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported that the patient's pain was due to the soft tissue from the fall. The patient's nurse was to help the patient with their pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there was pain at the implant site in the left flank. The pain occurred when stimulation was on or off. The patient fell and hit the area where the implant sits. The rep saw the patient and reported there were no bruises or swelling. Impedances were said to be normal. The patient was getting effective stimulation and recharging had not changed. The issue was not resolved at the time of the report. No further complications were reported.